Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the night of (B)(6) 2025, the cgm reading was low and the patient, who has dementia, experienced frequent urination and did not experience any symptoms of hypoglycemia. The patient was given a soda by their wife, and throughout the night the readings would go up, and then drop again. Around noon the next day an ambulance was called by the wife. When a fingerstick was taken by the paramedics the cgm reading was still low, and the blood glucose reading was high (no specific values were known). The patient was treated with intravenous fluids and was brought to the hospital. The wife stayed home and reported the event to dexcom on the same day, while the patient was still at the hospital. It is unknown how much time the patient spent at the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.